Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached to it and with evidence of full deployment. The clip assembly was returned in a separate container. It was also observed that the clip had no activation performed; however, the yoke was returned inside the capsule. Microscopic examination was performed and it was found that the bushing had hit marks and friction marks. The bottom part of the capsule was widened with evidence of flaring into the bushing and the bushing tabs were rounded. Additionally, the clip arms were bent. Dimensional analysis was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and the pin gage, and both were confirmed to be out of specification. No other problems with the device were noted. Based on the condition of the returned device, the reported event of clip unable to release from the catheter was confirmed. Investigation found that the hooks of the bushing were out of specification and the capsule tabs were rounded with evidence of flaring of the capsule into the bushing which can be traced to the manufacturing process as a contributing factor and could have contribute to a clip deployment problem. The hit marks found on the bushing is likely due to the flaring of the capsule onto the bushing. Regarding the found problem of clip arms bent, this is likely due to operational factors such as the amount of tissue grasped during the procedure, or a high axial asymmetric load applied to only one clip. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. There were no patient complications reported as a result of this event.